Manufacturer narrative:
Other, other text: returned device was received with the bottom case cracked by the "l" bracket and cracked right plunger case. No visible contamination. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information received by smiths medical on 23-sep-2020 there was no patient involvement.

Manufacturer narrative:
Other text: additional information h7, h9. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Other, other text: additional information h7, h9. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
Information was received that device is not recognizing syringe. No adverse effects reported.